Event description:
It was reported that a spectrum pump had an improper shutdown. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed, and the reported issue could not be reproduced. The pump was found to function as intended while running a loaded set. A review of the event history log revealed multiple improper shutdown messages. The cause for the reported condition cannot be determined through the event history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.